Manufacturer narrative:
B3: the event occurred on an unreported date in the first or second year after peritoneal dialysis surgery. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was reported as due to the patient's personal constitution; however, the cause remains unknown. The patient was treated with unspecified anti-inflammatory drugs (intraperitoneal) for the event. Hospitalization, patient outcome and action taken with pd therapy were not reported. The reporter declined to provide additional information.